Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: "material #: 368607. Lot/batch #: unknown. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from the device. This occurred with an unspecified number of devices. There was no report of adverse impact to patients or users.